Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 03-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of 262 mg/dl using true metrix meter and 112 mg/dl using another device. The meter to meter comparison was performed fasting two hours after breakfast and exercising. The customer¿s expected am fasting blood glucose test result range is 95-97 mg/dl and expected pm fasting blood glucose test result is 118 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/30/2022; open vial date and product storage were not disclosed. The meter memory was not reviewed for previous test result history.